Manufacturer narrative:
D2b: pro code (product code): dqy, lit. G4: premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that froze on wire occurred and additional intervention was performed. The 100% stenosed target lesion was located in the moderately calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The procedure identified residual stenosis, prompting a post-dilatation with a plain old balloon angioplasty (poba) at the mid-section. Following the poba, an attempt was made to withdraw the balloon catheter; however, it became lodged along with the jupiter fc guidewire. Further efforts to advance the guidewire distally were unsuccessful, as it remained firmly entrapped. At this point, it is likely that significant damage occurred to the guidewire while it was still within the patient. Due to the challenges encountered with the ipsilateral approach, the procedure was transitioned to a contralateral approach. The balloon catheter was intentionally ruptured at the hub to facilitate removal. Using a snare, the integrated balloon catheter and guidewire were successfully retrieved. The procedure was subsequently completed using a different device. There were no patient complications as a result of this event.

Event description:
It was reported that froze on wire occurred and additional intervention was performed. The 100% stenosed target lesion was located in the moderately calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The procedure identified residual stenosis, prompting a post-dilatation with a plain old balloon angioplasty (poba) at the mid-section. Following the poba, an attempt was made to withdraw the balloon catheter; however, it became lodged along with the jupiter fc guidewire. Further efforts to advance the guidewire distally were unsuccessful, as it remained firmly entrapped. At this point, it is likely that significant damage occurred to the guidewire while it was still within the patient. Due to the challenges encountered with the ipsilateral approach, the procedure was transitioned to a contralateral approach. The balloon catheter was intentionally ruptured at the hub to facilitate removal. Using a snare, the integrated balloon catheter and guidewire were successfully retrieved. The procedure was subsequently completed using a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): dqy, lit reported here as the pro code exceeded the character limit for designated field g4: premarket / 510(k): k103751, k110122 reported here as the PMA/510k exceeded character limit for designated field device evaluated by MFR: the coyote was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 71.3cm from the hub and the core wire is kinked at the separation. Microscopic examination revealed no additional damages. The markerband, balloon, tip, and distal section of the shaft are all missing. Product analysis found damage to the device that would have contributed to the reported event.